Manufacturer narrative:
The valve was returned for evaluation. Review of the history device records was not possible as the lot number and was unknown. Unique device identifier (UDI) : (B)(4). Failure analysis - the position of the cam when valve was received was at setting 8. The valve was visually inspected; a cut/tear in the needle chamber near the proximal connector was noted as well as needle holes in needle chamber and marks in the silicone housing on side of needle chamber. The valve was hydrated. The valve was flushed, no occlusion was noted at the ruby ball but leaked from the cut/tear in the silicone housing in the needle chamber. The valve was leak tested, leaked from the tear/cut in the silicone housing in the needle chamber. The valve was then pressure tested according to test method, the valve failed the test due to the cut/tear in the silicone housing in the needle chamber. The valve passed the test for programming, reflux and siphon guard. The root cause for the issue reported by the customer is due to the cut/tear in the silicone housing around the siphon guard, this was probably caused by a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the pressure issue noted during the investigation is due to the cut/tear in the silicone housing in the needle guard.

Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The certas valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for ¿anything possibly wrong with the valve¿ could be due to ¿partial occlusion of pathway of flow/operating pressure incorrect¿.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician the patient had a certas plus valve placed on (B)(6) 2019; the valve was explanted on (B)(6) 2020. No further information was provided.